Manufacturer narrative:
The unit had minor scratches on the lcd window, case, and reservoir tube window. (B)(4).

Event description:
The customer called into report several scratches on the display that made reading the screen difficult. The customer's blood glucose level was 150 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced, and agreed to return the product for analysis.